Event description:
The clinician said implant was placed in 2006 and removed approx three months later. When placement of healing caps was performed, approximately 1.5 months post implant placement, patient had a peri-implant infection that was treated with debridement and clindamycin antibiotic and all postoperative progressive well. The clinician identified the reason for removal as failure-to-osseointegrate resulting from improper post-surgical (healing cup) implant loading.

Manufacturer narrative:
The implant was received with a cover cap attached and was not fractured. The implant was then examined under 10x magnification and no thread defects were noted. The implant was also compared to a radiographic template and was determined to be a ph 4mm x 12mm implant.